Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code m511 lot b81 before the market release. No anomalies have been found. The original lot, manufactured in 2009, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the second complaint received in regards to this specific device lot. Technical evaluation: the technical evaluation of the device involved will be performed as soon as the device becomes available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information on the event will be available. Orthofix (B)(4) has requested the distributor to provide further information on the event such as copies of the operative reports, copies of the pre and post-operative x-rays (initial and second surgery) and devices availability for the technical evaluation. Unfortunately this information has not yet been made available. As soon as further information is available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR report 9680825-2016-00039. Device not returned.

Event description:
The information initially provided by the local distributor indicates: product code: m511. Batch number: b81. Quantity: 1. Hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of surgery: not applicable. Body part to which device was applied: ulna. Surgery description: correction. Patient information: (B)(6). Problem observed during: clinical use on patient/intraoperative - into treatment/post-operative. Type of problem: device functional problem. Event description: the surgeon informed that the device m511 lot# b81 was not rotating properly during the procedure. Even though he decided to use the subjected product then the same issue was observed into treatment. Therefore, an intervention procedure had been done in order to replace the subjected device. The physician also reported that the new device placed (m511 lot# b138) is presenting the same issue. He informed us regarding his intention to remove the new one and to adopt a plast cast as an alternative. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with used device. An additional surgery was required following device failure (performed on (B)(6) 2016). Copies of the operative reports are not available. Copies of the x-rays are not available. Patient current health condition: patient is in stable conditions. Note and comments: this occurrence has been reported to the national competent authority according to resolution rdc no. 67/09 due this complaint led a serious adverse event as an additional intervention to replace the device. Anvisa notification/MDR #(B)(4). The complaint report form also indicates: code of the bone screws used with the device: the 1st surgery: m301 lot# g102 and g089; m426 lot# g107. The 2nd surgery: none. Patient diagnosis: congenital radial deformity (radial club hand). Planned treatment: the treatment goal is an angular correction. Date of initial surgery and date of device malfunction: first surgery: (B)(6) 2016; date of device malfunction: (B)(6) 2016 and into treatment. Second surgery: (B)(6) 2016; date of second device malfunction: (B)(6) 2016. Effect of the device failure on the patient: delay in the treatment and a second procedure/ medical intervention to replace the device. Copies of the x-ray images and copies of the operative report: not available at this moment. I am going to request it. Device availability for the technical evaluation: product return is available. On may 24, 2016 orthofix (B)(4) received the following additional information from the local distributor: can you please indicate how many devices code m426 were used at the time of the first surgery? "It was used 2 units of m426 lot# g107". It is our understanding that during the second surgery only the fixator was replaced (the bone screws and wires were not replaced). Please kindly confirm. "Yes, I confirm that you are correct". In order to perform the failure analysis, it is very important to have copies of the pre and post operative x-rays (first and second surgery). "Sales colleague keeps in touch with customer in order to obtain them". Can you please check whether the locking screws (evidenced in the picture attached) were loosened during the step of gradual correction and then re-tightened? "Information not available". Could you please kindly advise whether the second device involved (lot b138) is still in use by patient or already removed? "It has been removed and the physician chose another conduct for patient treatment". Has the device lot b81 been sent to us for the failure investigation? If so, please provide us with the shipment details "(B)(4) has received both devices; because of that, now I am able to proceed the product return". Please also kindly refer to MFR report 9680825-2016-00039. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records. Orthofix (B)(4) checked the internal records related to the controls made on the device code m511 lot b81 before the market release. No anomalies have been found. The original lot, manufactured in 2009, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the second complaint received in regards to this specific device lot. Technical evaluation (please also kindly refer to MFR report 9680825-2016-00039). The returned devices, received on july 27th, 2016 were examined by orthofix (B)(4) quality engineering department. The devices were subjected to visual and functional check as per orthofix (B)(4) specification. Device batch b81: the visual check evidenced that the marking on the device is faded. It was also evidenced that the seat of one locking screw is damaged. The functional check evidenced that the locking of the gear where the screw seat is damaged is not functioning. The device performs properly for all other extents. From the results of the technical analysis it was concluded that the device code b81 was originally conforming to design specifications. The damage detected may be attributable to incorrect use of the locking screw. Device batch b138: the visual check did not evidence any anomalies. The functional check evidenced that the device still performs properly. A second functional control was then performed by using the returned screws inserted into the slider. No anomalies were detected. The locking of both gears is performing properly. From the results of the technical analysis it was concluded that the device code b138 still performs properly and it could function as intended. Medical evaluation (please also kindly refer to MFR report 9680825-2016-00039). The information available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "In this case, a (B)(6) was having a correction to a congenitally abnormal radius. The exact nature of the malfunction is not clear, but it seems to have recurred after the original device was replaced. Perhaps we will understand what has happened when we receive more information. The results of the technical analysis evidenced that both of these devices were fully functional; so regrettably, we have to conclude that the failure of these fixators was related to incorrect usage. We still do not know what happened in any detail, so it is impossible to be more specific than this." Final comments (please also kindly refer to MFR report 9680825-2016-00039). From the results of the technical analysis it was concluded that the device code b81 was originally conforming to design specifications. The damage detected may be attributable to incorrect use of the locking screw. From the results of the technical analysis it was concluded that the device code b138 still performs properly and it could function as intended.

Event description:
The information initially provided by the local distributor indicates: product code: m511. Batch number: b81. Quantity: hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of surgery: not applicable. Body part to which device was applied: ulna. Surgery description: correction. Patient information: (B)(6) - male. Problem observed during: clinical use on patient/intraoperative - into treatment/post-operative. Type of problem: device functional problem. Event description: the surgeon informed that the device m511, lot# b81 was not rotating properly during the procedure. Even though he decided to use the subjected product then the same issue was observed into treatment. Therefore, an intervention procedure had been done in order to replace the subjected device. The physician also reported that the new device placed (m511, lot# b138) is presenting the same issue. He informed us regarding his intention to remove the new one and to adopt a plast cast as an alternative. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with used device. An additional surgery was required following device failure (performed on (B)(6) 2016). Copies of the operative reports are not available. Copies of the x-rays are not available. Patient current health condition: patient is in stable conditions. Note and comments: this occurrence has been reported to the national competent authority according to resolution rdc (B)(4) due this complaint led a serious adverse event as an additional intervention to replace the device. (B)(4). The complaint report form also indicates: code of the bone screws used with the device: 1st surgery: m301 lot# g102 and g089; m426 lot# g107. Second surgery: none. Patient diagnosis: congenital radial deformity (radial club hand). Planned treatment: the treatment goal is an angular correction. Date of initial surgery and date of device malfunction: first surgery: (B)(6) 2016; date of device malfunction: (B)(6) 2016 and into treatment. Second surgery: (B)(6) 2016. Date of second device malfunction: (B)(6) 2016. Effect of the device failure on the patient: delay in the treatment and a second procedure/ medical intervention to replace the device. Copies of the x-ray images and copies of the operative report: not available at this moment. I am going to request it. Device availability for the technical evaluation: product return is available. On may 24, 2016 orthofix (B)(4) received the following additional information from the local distributor: can you please indicate how many devices code m426 were used at the time of the first surgery? "It was used 2 units of m426 lot# g107." It is our understanding that during the second surgery only the fixator was replaced (the bone screws and wires were not replaced). Please kindly confirm. "Yes, I confirm that you are correct." In order to perform the failure analysis, it is very important to have copies of the pre and post operative x-rays (first and second surgery). "Sales colleague keeps in touch with customer in order to obtain them." Can you please check whether the locking screws (evidenced in the picture attached) were loosened during the step of gradual correction and then re-tightened? "Information not available." Could you please kindly advise whether the second device involved (lot b138) is still in use by patient or already removed? "It has been removed and the physician chose another conduct for patient treatment." Has the device lot b81 been sent to us for the failure investigation? If so, please provide us with the shipment details "(B)(4) has received both devices; because of that, now I am able to proceed the product return." Please also kindly refer to MFR report 9680825-2016-00039. Manufacturer reference number: 201600065

Manufacturer narrative:
Analysis of historical records orthofix checked the internal records related to the controls made on the device code m511 lot b81 before the market release. No anomalies have been found. The original lot, manufactured in 2009, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix historical records, this is the second complaint received in regards to this specific device lot. Technical evaluation- the technical evaluation of the device involved will be performed as soon as the device becomes available. Medical evaluation- the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information on the event will be available. Orthofix has requested the distributor to provide further information on the event such as copies of the operative reports, copies of the pre and post operative x-rays (initial and second surgery), information whether the second device is still in use by patient or already removed, devices availability for the technical evaluation. Unfortunately this information has not yet been made available. As soon as further information is available, orthofix will provide you with a follow up report. Orthofix continues monitoring the devices on the market. Please also kindly refer to MFR report 9680825-2016-00039.

Event description:
The information provided by the local distributor indicates: product code: m511. Batch number: b81. Quantity: 1. Hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of surgery: not applicable. Body part to which device was applied: ulna. Surgery description: correction. Patient information: (B)(6) - male. Problem observed during: clinical use on patient/intraoperative - into treatment/post-operative. Type of problem: device functional problem. Event description: the surgeon informed that the device m511 lot# b81 was not rotating properly during the procedure. Even though he decided to use the subjected product then the same issue was observed into treatment. Therefore, an intervention procedure had been done in order to replace the subjected device. The physician also reported that the new device placed (m511 lot# b138) is presenting the same issue. He informed us regarding his intention to remove the new one and to adopt a plast cast as an alternative. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with used device. An additional surgery was required following device failure (performed on (B)(6) 2016). Copies of the operative reports are not available. Copies of the x-rays are not available. Patient current health condition: patient is in stable conditions. Note and comments: this occurrence has been reported to the national competent authority according to resolution (B)(4) due this complaint led a serious adverse event as an additional intervention to replace the device. (B)(4) notification/MDR #(B)(4). The complaint report form also indicates: code of the bone screws used with the device: 1st surgery: m301 lot# g102 and g089; m426 lot# g107. Second surgery: none. Patient diagnosis: congenital radial deformity (radial club hand) planned treatment: the treatment goal is an angular correction. Date of initial surgery and date of device malfunction: first surgery: (B)(6) 2016; - date of device malfunction: (B)(6) 2016 and into treatment. - second surgery: (B)(6) 2016; - date of second device malfunction: (B)(6) 2016. Effect of the device failure on the patient: delay in the treatment and a second procedure/ medical intervention to replace the device copies of the x-ray images and copies of the operative report: not available at this moment. I am going to request it. Device availability for the technical evaluation: product return is available. Please also kindly refer to MFR report 9680825-2016-00039. (B)(4).